Manufacturer narrative:
.

Event description:
It was reported to the manufacturer by the end user, per the end user the caregiver went to get the patient out of bed. The sling was still under the patient from the previous move. The caregiver hooked the sling to the cradle and lifted the patient off the bed about 2 feet. The caregiver then moved the lift away from the bed, over the floor, and then the patient fell out of the sling. The patient fell on the caregiver and they both fell to the floor. When the caregiver looked up at the sling, there were only three straps that were still connected to the cradle. The caregiver stated that she did not properly clip the sling into secure place. The patient was returned to bed and hospice was called. The patient was taken to the hospital for evaluation the next morning. The broken right femur was found and the patient was sent home with pain medication. (B)(4) and ra#84058850 were entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.